Manufacturer narrative:
Concomitant product UDI for cuff is: (B)(4). Concomitant product UDI for pump is: (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected and tested for leaks. Visual inspection revealed that the balloon was identified to have scaling on the shell. The balloon had a pinhole leak due from tool/sharp instrument damage on the shell. The balloon was not functionally tested due to a leak from sharp instrument damage. The pump was visually inspected and tested for leaks. The pump had contamination in the pump bulb. No leaks were found in the pump. To avoid damaging the test equipment, the contaminated control pump was not functionally tested. The cuff was visually inspected and tested for leaks. The cuff passed the visual inspection. No damage or abnormalities were found. No leaks were found in the cuff. Based on the information available and analysis results, the instrument damage found on the device is considered a secondary failure; therefore, the allegations of mechanical issue and hole/perforated are unable to be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and analysis results, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the balloon was identified. The cause of the hole was not detailed by the hospital. All the components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the balloon was identified. The cause of the hole was not detailed by the hospital. All the components were removed and replaced. No patient complications were reported.